Manufacturer narrative:
The suspected device was returned for evaluation. Service history review identified this device has not been in for service previously. Event log reviewed and customer reported error code 46822 was observed in event logs history. Visual inspection had been performed, and no anomalies were noted related to the complaint. Complainant allegation could be confirmed. Replaced main board. The probable cause of the reported issue was faulty main board. The device passed all functional testing after repair.

Event description:
During investigation, it was confirmed that error code 46822 does appear in event log of the returned pump. This high-priority alarm occurred during pretest; however, if this error reoccurs during infusion, it will interrupt therapy and potentially impact patient.